Manufacturer narrative:
The insulin pump was received with normal operating currents. No low battery, weak battery or failed battery test alarm noted. No rewind anomaly noted. No motor error alarm or no excessive no delivery alarm during our testing. The insulin pump passed self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, scratched case and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test and weak battery. Customer's blood glucose at time of incident was unknown. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened and battery slot is aligned horizontally with pump. Customer received failed battery test. The customer was advised that weak battery will occur prior to a failed battery test or low battery alert. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer did not report motor position encoder error alarm. The customer was unable to rewind pump. The customer received 2 motor errors. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.